Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The info on reprocessing of the device was requested; however, no response has been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. It was reported that an unspecified volume of npt solution leaked at the level of the filter. The customer contact reported a delay in critical therapy. No specific details were provided. Though requested, no add'l info was provided including clarification of what is meant by npt solution, if there was an adverse event, if there were any medical interventions required, and if the tubing set was replaced and the therapy was resumed.